Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan from the (B)(6) alleging the onetouch verio pro meter was reading inaccurately high compared to feeling/normal result(s). The patient provided a blood glucose reading of "18.0 mmol/l" with the subject meter. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation. (Serial #) information was not provided.